Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm with an open book image. Customer stated no error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. Troubleshooting was performed and customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No critical pump error (open book image) alarm noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing retainer, pillowing keypad overlay, cracked select button keypad overlay, end cap address label fading and serial number label fading during the visual inspection. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test. Insulin pump unable to perform the displacement test and occlusion test due to missing retainer. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history on 03/08/2022 at 11:53:25.000 found pump error 4 alarm (linenumber = 2727, filenumber = 32122) and pump error 63 alarm (linenumber = 9926, filenumber = 2005) (variableinfo = 15). Insulin pump was cut open and no moisture damage on the electronic assembly, motor and force sensor during the visual inspection. Customer alleged not confirmed for the insulin pump having open book image. However, found pump error 63 and 4 alarm in the insulin pump history due to hardware error. Insulin pump unable to perform the displacement test and occlusion test due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.